Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customers complaint and to correct the complaint the site replaced the green cable due to the cable was broken and causing errors, the shroud was replaced due to it was cracked, the top frame was replaced because it was broken, the e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the error code of l3-009 is populating screen prior to a breast biopsy. The pt has been rescheduled. The holster will be returned for service. Additional information received (B)(4): reschedule was completed on (B)(4) with adequate samples.